Event description:
The ocd laboratory specialist reported falsely elevated results from a single pt using vitros tsh reagent on a vitros eci system when compared to the result for the same sample on a competitive system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The falsely elevated result was not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that either the vitros eci or vitros tsh reagent did not perform as expected. The investigation determined that positively biased vitros tsh, ft3, and ft4 results were obtained on the sample in question. The sample was turbid (cloudy), and did not clear on centrifugation. The individual instructions for use for tsh, ft3, and ft4 indicate, "do not use turbid specimens. Turbidity in specimens may affect test results". The root cause of this event is user error in testing a turbid (cloudy) sample.